Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as less than 20 ml of cleaner that leaked onto the counter under the instrument. The leak was not contained within the instrument. The operator was wearing personal protective equipment of lab coat, eye protection, and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and replaced split (cut) I-beam tubing through pinch valve (pv37) to resolve the issue. The fse then performed verification of instrument to meet the specified requirements per established procedures. Failure mode was identified: tubing through pv37. No erroneous results were generated for this event. The failure mode identified will likely cause erroneous results for all parameters due to insufficient backwash of the probe leading to carryover in manual mode, depending on the severity of the leak. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).